Event description:
It was reported that during a da vinci si nephrectomy procedure, while using the permanent cautery hook instrument, a piece of the plastic guard on the distal end of the instrument broke off and fell into the patient. A portion of the fragment was retrieved; however, one piece was not located. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the hook broken off of the instrument. The hook had fractured within the yaw pulley, at the cross section of the hole feature. The detached hook was not returned. Engineering also observed that one side of the ceramic sleeve is broken off and missing. The size of the missing piece is approximately .155 x .075. It was determined that the damage to the hook and sleeve may be due to overloading at the tip or other mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.